Event description:
It waas reported that the bd alaris¿ smartsite¿ extension set had a leak. The following was provided by the initial reporter: verbatim : complaint received via email. Email attached. Clinicians said they experience leaking at the connection of filter extension tubing ref# (B)(4).

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had a leak. The following was provided by the initial reporter: verbatim : complaint received via email. Email attached. Clinicians said they experience leaking at the connection of filter extension tubing ref# (B)(4).